Event description:
It was reported that the customer had unexplained motor error alarms on the insulin pump. Customer had frequent battery changes and had to restart the rewind several times to complete. The up button also sticks. Customer declined transfer to the 24 hour help line. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).